Event description:
Rec'd a mild smartxide laser treatment. I was supposed to remove red marks, age spots, mild wrinkles along with minor skin tightening and collagen boost. Now that 4 months have passed, I have noticed no real improvement from before the treatment. The damage is that my skin has developed pock marks, or small craters all over my cheeks and chin. This is not unusual, because several woman have complained about this on the internet. Apparently it has something to do with the type of collagen that is being produced. The best way to describe it is acne scarring and I don't have acne. The other problem is my skin is developing these hard whiteheads that are impossible to extract without damaging the skin even further. Worse, my skins is still red in some areas. The line between the lasered skin and unlasered skin is still visable and my skin easily turns bright red when exposed to heat and cold. My research on the internet has revealed several other consumers with the same problems, all of which they did not have before the treatment. Post procedure, my skin is in much worse shape and I fear it is just going to get worse as the collagen continues to develop. I am scared, scarred and I would not promote this procedure to anyone. You must intervene before more women are seriously damaged. If it did nothing, and my skin returned to its pretreatment condition, it would not be so bad. But for the laser to force the skin to replenish it's collagen but not be able to control the scarring that takes place during this process is insane. All red marks and freckles have returned and I use spf 40 religiously. I also avoid the sun at all costs.